Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang¿ balloon catheter was advanced through a previously implanted stent. However, during the second at 12 atmospheres, the balloon ruptured. The device was completely removed over the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device identified no visible tears in the balloon material. However, when the device was attached to an encore inflation unit and an attempt was made to inflate the balloon, a pinhole leak was confirmed in the balloon material. The pinhole was located in the mid-body of the balloon. A visual and microscopic examination found no damage to the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang¿ balloon catheter was advanced through a previously implanted stent. However, during the second at 12 atmospheres, the balloon ruptured. The device was completely removed over the wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.